Event description:
It was reported that the user was advised to perform a full reset of the insulin pump due to recurrent low glucose events while using insulin delivery. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and education with the user. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that no device malfunction could be determined based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.